Event description:
Pt had tube inserted on 2/5/97 at hospital and was discharged to a nursing home. Pt pulled tube out 2/26/97 at nursing home. Pt pulled out n-g tube at nursing home. Gastrostomy tube inserted 3/6/97. Replaced 3/13/97. Abdominal x-ray 3/13/97 revealed portion of tube in right lower quadrant. Colonoscopy performed on 3/26/97 to retrieve distal end of tube.